Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right wound infection, discolored device manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 355cc mentor memorygel breast implant and experienced right side wound infection. Aspiration was performed on (B)(6) 2021. The patient underwent right side explantation and replacement with catalog number shpx355; serial number (B)(4) on (B)(6) 2021. The explanted device had a cloudy appearance per the operative report.